Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device has decreased. The parent reported a sudden decrease in the user_s hearing performance with the device which happened around the first week of june.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device has decreased. The parent reported a sudden decrease in the user's hearing performance with the device which happened around the first week of june.